Event description:
It was reported scissors broke on the instrument table just after surgery when the doctor was cutting a plastic drain. There was no report of patient impact.

Manufacturer narrative:
(B)(4): the blade is broken at the central screw level. The broken fragment has been recovered. The observation of the breakage zone has revealed a corroded area which indicates that a preexisting crack was present prior the breakage. No other material defect has been observed outside this corroded zone. Moreover, the scissors presents some residues all over the instrument and impacts on the blades. The instrument has possibly been weakened by a pre-existing crack that has led to the observed breakage during use. The cause of the pre-existing crack is probably a maintenance fault and repeated excessive constraints on the blades, as the general aspect of the instrument and the impacts on the blades suggest.